Manufacturer narrative:
Upon further review the noted issue was associated within the percutaneous coronary intervention (pci) procedure as the flow grade noted was in the coronary arteries. There is currently no allegation of a malfunction or serious injury associated with the implanted pump. Therefore, the investigation or regulatory report is not warranted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old male on impella cp for mechanical circulatory support. It was reported they encountered low pump flow issues. After placing two stents, normal flow was never established in the outflow of the stent despite 20 minutes of serial niapride and adenosine ic injections. The patient was then sent to the ICU on support. It is unknown how the issue was resolved, however the patient survived the procedure.